Event description:
The customer reported no alarm was triggered when patients blood pressure was at 0 for approximately 10 minutes. No patient harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.